Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating there was no patient harm.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. Additional observations were as follows: the device is returned loose in the carton. The lens stop and the plunger stop has been removed. The correct nozzle confirmed on the device. Viscoelastic is observed in the device. The plunger has been advanced into the mid nozzle and is advanced under the lens. The lens is advanced into the nozzle entry. The trailing haptic is folded under the optic. The leading haptic is extended straight. The complainant indicated the use of company viscoat which is a viscoelastic which is not qualified for use with company device. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified viscoelastic. Lens delivery performance may be negatively affected when using other non-qualified viscoelastics leading to underfill, overfill, misfolding , delivery issues and /or damage. Lens unfolding complaint cannot be confirmed. The lens was returned in the device (not progressed outside). All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that they had two (2) preloaded devices that presented with a pusher that missed the lens and a lens that would not unfold properly. This record is one (1) of two (2) for this facility. Additional information has been requested.